Event description:
It was reported by a vns pt's friend that pt passed away and his vns device was returned to MFR. Info received with the explanted device revealed that the pt received substantial benefit from vns as he no longer experienced grand mal seizures. The MFR completed the product analysis on the lead. The condition of the returned lead portion is consistent with condition that typically exist following an explant procedure. The resistance measurement taken during decontamination verified an electrical and mechanical contact between the generator and connector pin at one point in time. Continuity checks of the returned lead portion were performed, during the visual analysis, with no discontinuities identified. Good faith attempts to obtain more info from pt's treating neurologist have been unsuccessful to date.